Manufacturer narrative:
(B)(4).

Event description:
Procedure type: coronary bypass. According to the reporter: customer informs that the protocol of complete shot is performed: they pressed up to the end the instrument handle in 4 units (3 of one lot and 1 of another lot) but the clips became loose (none fell in the patient cavity) or they close in the distal area but not in the proximal area. This happened when applying the clip in the distal left inner area of the mammary artery as well in the right inner area of the mammary artery. So the artery is torn as the clip did not remain correctly closed and remained stuck in the devices jaws when removing the instrument. There was a slight bleeding (less than 500 cc) and it was solved applying medical glue. No adverse report notified due to problem. The patient status is correct.